Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2017 with the following findings: during investigation, the pump was found to have a failed display flex . The pump was returned with missing lines in display, confirming the original allegation of lines through the display. A test display was used, and was found to operate properly on the pump. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.